Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose for several days. The customer's blood glucose 475 mg/dl. Troubleshooting was performed with the insulin pump. The drive support cap appeared normal. Insulin exited the tubing during a manual prime and no leaks or air were found. The customer found that the basal rates were not programmed into the insulin pump and realized she had not been receiving basal rate insulin. Customer stated she would call her healthcare provider immediately. Nothing further reported.